Event description:
Patient reported having right side raynaud¿s phenomenon. Healthcare professional reported right side exchange from textured to smooth. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "raynaud's phenomenon" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, broken shell, and brown particles on the shell. A microscopic analysis was performed which identified: sharp broken on anterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: sharp broken on anterior assessed as unidentified (tear) opening."

Event description:
Patient reported having right side raynaud¿s phenomenon. Healthcare professional reported right side exchange from textured to smooth. The device has been explanted.